Manufacturer narrative:
(B)(4). Although requested, device has not been rec'd. A f/u report will be submitted with failure investigation results should the device be rec'd for eval.

Event description:
Customer reported that a set was leaking at the bifurcation. There was no report of pt harm or required medical intervention. There were no specific pt or event details provided.